Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the photo sample, and leakage was identified as some liquid droplets were observed; however, during the visual inspection of the returned sample, no defects were observed. Functional testing was performed on the returned sample, and an issue of leakage was observed or encountered during testing. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet leaked from an unspecified location. This occurred during setup. There was no patient involvement. No additional information is available.